Event description:
It was reported that the device had failed occlusion test. This issue is not related to physical damage/abuse. Event occurred during testing. No delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.